Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set's tubing being filled with air on 08-jul-2024. The occlusion had occured due to the air trapped in cartridge which was removed for proceeding with fill tubing process. The event was resolved by completing the load process and resuming insulin.